Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle defect (other) was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed and a needle stick injury occurred as a result. No further information was provided. The following information was provided by the initial reporter: "the saft-intima device failed and a needlestick injury occurred."

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed and a needle stick injury occurred as a result. The following information was provided by the initial reporter: "the saft-intima device failed and a needlestick injury occurred."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.